Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, myopotentials oversensing and inappropriate mode switch were noted on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device. The patient was in stable condition.